Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the investigation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had damage to the cord. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.